Manufacturer narrative:
During the on site investigation, the laser tech found the system operating within specification. Root cause could not be determined. (B)(4).

Event description:
Surgeon reports a patient is overcorrected following refractive surgery. No additional information was provided.